Event description:
Rptr went to the dr on 12/95 and the dr told her that the coating was coming off and would kill her right away. She was not concerned because she wasn't feeling sick. In 3/96 she started to feel sick. When her arms sweat, she feels like they are buring really bad, that's when she started to find more info about the stimulator. Dr said that the main reason the silicone coating came off, the wire, was because she smokes. She stated "how can something like this be approved? I smoked for 20 years and he never asked me anything." In 12/95, dr wanted pt to sign a paper that stated that she shouldn't be smoking." When she asked him why, he never told her anything. He said "well, I'm sorry, I just assumed you didn't smoke." The device is made of silicone "just like breast implants," and she wants to know what kind of test she needs to have. She went to a lab and they said that they don't do any test for silicone. Her symptoms are "like someone who has breast implants."